Manufacturer narrative:
A search in the complaint database revealed no similar complaints for lot # 0000030490 the suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the physician noted that the cervix was leaking fluid. The physician added a second tenaculum to the cervix and began the warming phase, during which there were no fluid alarms. At two minutes into the ablation, the physician noticed a small leak and stopped the procedure. The reservoir showed a 2 cc loss, but the alarm had not sounded. When the procedure was stopped, the patient began bucking aggressively, at which time the procedure was aborted and the cooling phase had begun. During the bucking, the physician tried to keep the scope in the uterus. Once the cooling was completed and the scope removed, the physician noticed a superficial burn on the posterior side of the cervix and two burns found on the lateral sides of the speculum and the introitus. The burns (degree unknown) were treated with silvadene cream.